Manufacturer narrative:
Investigation: upon visual inspection of sample, no defect could be seen. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Retention samples were checked and both cannula IV point quality and IV lubrication met requirements. Based on the investigation, this is not a manufacturing issue and bd was not able to duplicate or confirm the customers indicated failure mode and an absolute root cause cannot be determined.

Event description:
It was reported that when using a bd micro-fine¿ pen needle, the patient suffered an increased amount of pain. The consumer sought medical diagnosis at the hospital but was told by the doctor that no medical interventions were needed.